Manufacturer narrative:
The returned lens was inspected and found to have a distorted haptic. Optic was cut half way across the center of the optic. Lens met all specifications prior to release. In follow-up with the account it was confirmed the lens was not the cause of this event. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
Patient's posterior capsule could not adequately support the intraocular lens, capsule tore and lens was removed without enlarging the incision. A vitrectomy was performed. Patient recovered without complication.